Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The evaluation has not yet begun or has not been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the visera elite video system center had no image on the serial digital interface (sdi) ports. There was no patient involvement in this event.